Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-jul-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a technical support specialist (tss) reviewed the station data synchronization logs, confirming there were no communication issues and that neither station was displaying a disconnected mode icon. Further the nurse confirmed the stations were functioning normally with no disconnected mode indicators present. The tss confirmed that there were no issues with the device, and no further investigation was required. The system functioned as intended after the technical support specialist assessed the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, device bhcn disconnected the customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.